Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested as verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a training of the da vinci system, an intuitive surgical, inc. (Isi) learning coordinator informed an isi technical support engineer (tse) that multiple recoverable errors 23118 occurred on universal surgical manipulator (usm) 2. The tse had the caller perform power reset and hard power cycle the system, but the issue was not resolved. The tse then had the caller provide a screenshot of the error logs, including error 23118. The caller indicated that the patient side cart (psc) in use was associated with one system while the vision side cart (vsc) was associated with a different system. There was no report of patient involvement.